Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Correction to remove.

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver would not boot up. The receiver case was opened for further evaluation. An internal inspection as performed and the inspection failed. The battery was removed and replaced. After replacing the battery, the receiver turned on. It was determined during testing that the battery was defective. Due to the defective battery, the reported event that the receiver ceased to function was confirmed.